Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the passive lead was placed in the atrium and exhibited high thresholds. The passive lead was removed and replaced with an active lead. No patient complications have been reported as a result of this event.